Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had fluid ingress on the pcba board, rust was found on the drive screw causing the magnets to detach within the motor. It was also found that the device failed pre-test for impactor operation, intermittent test assessment and final assessment. Therefore, the reported condition was confirmed. The device history record shows the lot product was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Assignable root cause was determined to be due to design.

Event description:
It was reported that prior to an unspecified surgical procedure, the impactor device was opened up and tested. It was reported that it was at this time that it was found that the device did not work regardless of which battery was placed into it. It was further reported that the device had a strong "electrical" smell and was warm to the touch, but not hot. It was reported that there was a strong odor of heated plastic coming from the device when the battery was engaged and the trigger was being depressed. It was reported that accompanying the smell was a faint "hum" coming from the device. It was reported if that there was a one minute delay in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. (B)(4).